Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery issue was confirmed by baxter personnel as a depleted battery alarm. This condition was caused by depleted main batteries. This condition was resolved on site the facility by a baxter field service technician by replacing the main batteries and battery harness. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.92.